Event description:
It was reported that during a roux-en-y gastric bypass procedure, after the first firing on the stomach to create pouch, the surgeon observed distal tip portion of the staples did not form. This happened on the gastric side not the pouch side. The staple line was over sewn and the device was used for the rest of the procedure. There was no reported patient consequence.